Event description:
The patient reportedly was hospitalized and treated for dka after there was an infusion site issue while the patient managed her diabetes with the animas pump. The patient received medical intervention with 15 units of humalog and hydrated with IV fluid. During troubleshooting, the animas representative assessed the patient's alleged hyperglycemic condition by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as air bubbles with the infusion set or the insulin cartridge. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. However, it was noted that the patient's infusion site was red, swollen, and leaking insulin when the infusion set was withdrawn. The animas representative advised the patient to change the infusion site when there is redness, leaking insulin, and blood on the cannula. The patient was also advised to discuss with her hcp about site rotation, technique, and changing the infusion set as needed. This complaint is being reported due an infusion site issue and because the patient allegedly was treated for dka while she managed her diabetes with animas pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. No defects were found on investigation.